Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator had gone into backup mode. This inappropriate reset was suspected to have been caused by an interaction with the patient's home transmitter. Programming changes were successfully completed and the device was restored. The patient was stable and asymptomatic.